Event description:
It was reported by the rep that the (1) tl90 was used during a partial gastrectomy procedure. It was reported the instrument was placed on tissue that would be wedged out 1/2 resected. The surgeon admits using proper steps to place the pin, turned down with cap setting and released safety. When the device was opened, staples had not formed in tissue. The instrument was taken away and the case was completed using a tx60. There was no pt consequence.